Event description:
Healthcare professional reported higher than expected act result using a hemochron response with act tube system. A patient with coronary artery disease was having a left cardiac catheterization and percutaneous coronary intervention procedure performed. Heparin was being monitored with the hemochron response with act tube system. During the procedure an act result was reported higher than expected. The test was repeated and a lower result was reported. The procedure was completed without incident. Both liquid and electronic quality control tests passed successfully. Act results prior and subsequent to this discrepant result for this patient were as expected. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). Associated tube lot number is e3fte098. Method: no ncmr's were identified for the instrument. No related complaint trends identified. Itc has requested all data required for form 3500a.